Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported artifacts on head images. A philips field service engineer (fse) confirmed the artifact was due to a damaged compensator. Engineering analysis has confirmed that this event has been determined to be a reportable issue due to the potential for image misinterpretation, because of an artifact. Therefore, this issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that during a patient procedure, the images exhibited a recognized ring artifact. A philips field service engineer (fse) went onsite to evaluate the system. The fse evaluated the system and found contrast on a detector (addressed in pr7553165). However, after the fse cleaned the detector, the artifact remained. The fse further evaluated the system and determined that the compensator inside the a-plane collimator was cracked which resulted in the artifact. The fse replaced the a-plane collimator assembly to resolve the issue. The fse confirmed that there was no harm to a patient, operator, or bystander as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event.